Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was removed and replaced intraoperatively with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).